Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor was not triggering the threshold suspend feature on the insulin pump when blood glucose was low. Customer's blood glucose was 40 mg/dl.